Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation. The event was confirmed for two of the devices during testing. Evaluation found the devices were disassembled and missing components. The event was not confirmed for the other received device; evaluation found the device was intact and operated within specification. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices disassembled. There was no patient involvement; no patient impact.